Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a patient was tested rh(d) negative with erytype s ab0+d on tango optimo when the result was expected to be positive. The patient sample was sent to us for investigational testing, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the patient sample with the retained sample of erytype s ab0+d and could confirm the customer's test result. Further testing of the sample with different anti-d reagents in tube technique gave an educated guess that the patient's rh(d) antigen may be weakened or even a d partial. Therefore the sample was sent for molecular rh(d) typing to an external laboratory. We are still waiting for the result. The retained erytype s abo+d sample was tested with different red blood cells. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed the allegedly defective lot of erytype s ab0+d functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a patient was tested rh(d) negative with erytype s ab0+d on tango optimo when the result was expected to be positive. The patient sample was sent to us for investigational testing, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the patient sample with the retained sample of erytype s ab0+d and could confirm the customer's test result. Further testing of the sample with different anti-d reagents in tube technique gave an educated guess that the patient's rh(d) antigen may be weakened or even a d partial. Therefore the sample was sent for molecular rh(d) typing to an external laboratory. The result of the external laboratory is: ccd.ee weak d type 1. The instruction for use contains an appropriate hint: category vii and very weak expressions of the d antigen (d weak with very few receptors) will give weakened or negative reactions with the anti-d reagents on this strip. The retained erytype s ab0+d sample was also tested with different red blood cells. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed: the allegedly defective lot of erytype s ab0+d functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.